Manufacturer narrative:
A 13-month complaint history review for similar complaints was performed for bhcg calibrator lot number jx35532 from (B)(6) 2019 to aware date 04aug2020. One other similar complaint was identified during the search period. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2019 to aware date 04aug2020. No other similar complaints were identified during the search period. The st aia-pack bhcg analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The probable cause of the issue is attributed to a faulty calibrator.

Event description:
A customer reported bhcg calibration rates low causing high control values on the aia-900 analyzer. The customer recalibrated a lot of bhcg that had already been used on the analyzer. After calibration, control values were approximately 20% higher than the previous calibration. Technical support sent another calibrator to the customer. There was no report of patient intervention or adverse health consequences due to delay in reporting beta-human chorionic gonadotropin (bhcg) test results.